Manufacturer narrative:
On (B)(6) 2015 followup: contact reported that the customer's blood glucose level was fine and there was no adverse effect tot he customer. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer was not wearing glasses in the middle of the night and accidentally administered insulin thinking it was a meter. The customer's blood glucose level was unaffected at 134 mg/dl. Customer was directed to health care provider regarding correction bolus.